Event description:
I just felt that the adhesive was stuck in my throat [medication stuck in throat], after using it, my throat is itchy [itchy throat] and I started to have problems swallowing [swallowing disorder]. Case description: on 2024-12-24 a spontaneous case was reported in taiwan (province of china) by a patient via call center representative (phone). The report concerns a male consumer of unknown age. The consumer received polident (carna+polma cream) lot number sk40, expiration date: 2027-10 for indication product used for unknown indication. Dose, frequency, route was not reported. No concomitant medications were reported. On an unknown date, after an unknown time of starting polident, the consumer experienced a medically significant I just felt that the adhesive was stuck in my throat (preferred term: foreign body in throat). The outcome of the event foreign body in throat was unknown. On an unknown date, the consumer experienced a non-serious I started to have problems swallowing, and after using it, my throat is itchy, (preferred term: dysphagia, and throat irritation). The outcome of the events dysphagia, and throat irritation were unknown. No medical history was reported. No drug history was reported. The action taken were: for polident was unknown. Dechallenge was reported as unknown and rechallenge was reported as no-n/a. The causality of the event foreign body in throat was reported as reasonable possibility and causality of events dysphagia, and throat irritation was not reported/not assessable with suspect product polident. This report is made by haleon without prejudice and does not imply any admission or liability for the incident or its consequences. The reporter provided the following comment: "I would like to report that I use your denture adhesive cream and my throat is itchy. Nothing else. After using it, my throat is itchy. There is a white residue after using it for 10 minutes. I started to have problems swallowing from the beginning. It was my throat. If my throat was itchy, I had problems swallowing. I would feel the cream in my throat. I have used it before. I have had it before. I haven't made any phone calls. I used it myself, just my wife dial the number, I will call again, because my stroke patient did not drink hot drinks immediately after using the denture adhesive, and did not feel the adhesive flowing out. I just felt that the adhesive was stuck in my throat. It won't spill out when applying adhesive, but it doesn't itch when not in use. I didn't go to the doctor or consult the pharmacy. I bought it at pharmacy. I hope you guys will give me this reply".

Manufacturer narrative:
Veeva case: (B)(4).